Event description:
It was reported that a female patient, who had a left rtsa, underwent a revision procedure. The patient presented with infection. The surgeon extracted and replaced the glenosphere, glenoshere screw and humeral liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded by the customer. No images were provided. No further information.

Manufacturer narrative:
D10: 320-35-01 - small glenoid plate: (B)(6), 300-01-09 - eq, hum stem primary, press fit 9mm: (b)(60, 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-40-10 - constrained humeral liner, 40mm, +0: (B)(6). This statement as the last line in in h11 for all mdrs: should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.